Event description:
It was reported that the helix would extend on its own. It was also noted that the lead was bent at the helix. The lead was not implanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.